Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 the following findings: during investigation, there was no call service 064 observed in the black box or the alarm history. The pump information from the date of the pi had been overwritten. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The battery compartment was found to be cracked. The display was found to be dim and discolored. The cartridge compartment was found to eb damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 20-feb-2016, the reporter contacted animas alleging that there was a call service 064 issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.